Event description:
It was reported the patient had no stimulation sensation. It was stated the patient had their stimulation up as high as it would go and they were still not feeling any stimulation. It was noted the patient began not feeling stimulation the day of report so they increased to 8.0 volts and was not feeling anything. It was verified that the patient¿s stimulation was on and the patient hadn¿t had any falls or trauma. It was noted the patient received a message screen telling them they reached their upper limit.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0875y, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).